Event description:
It seemed to be a user error based on the complaint description. The doctor did not complaint about the hso lens diopter power that they purchased. The complaint description stated that the doctor initially put in the wrong diopter power into the pt's eye. The pt has blurred vision and came back to the doctor. Lens had to be explanted and the correct diopter power was implanted.

Manufacturer narrative:
This supplement is also updating the agency on new information regarding the product investigation conducted as a result of this adverse event. The product investigation completed by (B)(6), hoya quality assurance department, on june 16, 2015, found that: the wrong diopter power lens was implanted by the doctor. The lens had to be cut and explanted. One haptic of the explanted lens was detached at haptic/optic junction, and a trace of lubricant was found on the lens. A review of the production records showed no irregularities or abnormalities during its manufacturing and/or inspection processes. The issue was due to human error.

Event description:
It seemed to be a user error based on the complaint description. The doctor did not complain about the hso lens diopter power that they purchased. The complaint description stated that the doctor initially put in the wrong diopter power into the patient's eye. The patient has blurred vision and came back to the doctor. Lens had to he explanted and the correct diopter power was implanted.